Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue. Therefore, a more specific code could not be selected.

Event description:
It was reported, that hour glass no readings sensor error in status box was reported. The sensor was inserted into the abdomen on (B)(6) 2023. The patient experienced a sensor error message. On the morning of (B)(6) 2023, the patient¿s grandmother, realized the patient was not responding to her and had lost consciousness. The continuous glucose monitor (cgm) was not giving alerts. The grandmother checked the blood glucose (bg) level with a glucometer, and the bg fingerstick value was 32 mg/dl. The patient was given juice to drink, she regained consciousness. And after 10 minutes, she ate oatmeal to raise the bg to a normal range. No medical intervention occurred. And the patient¿s bg stabilized at home. She felt fine at the time of the call with tech support. The patient said that earlier before the event, she had received a screen alert to wait up to 3 hours, and that after regaining consciousness she checked the app on her phone, and it gave an alert that the sensor had failed. Data was provided for investigation. The problem of hour glass, or no readings, or sensor error was confirmed. The probable cause was determined, to be sensor noise. No additional patient or event information is available.